Manufacturer narrative:
(B)(4). The suspect device has not been returned for evaluation. However, the service engineer of lifecare medical systems evaluated and tested the unit. Service engineer checked the ventilator on properly connected patient circuit with test lung, and was able to confirm the reported alarms. Then checked and cross-checked flow sensor exhalation valve body, diaphragm and also cleaned pressure sensing line. After that, service engineer checked and replaced internal pneumatics tubing, but still problem not solved. The unit also failed at transducer test. Finally, service engineer cross-checked with working turbine and found that the machine is working satisfactorily without any alarm. Vyaire medical processed the replacement of the turbine. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator was alarming motor fault, low pip, low ve, circuit disconnect continuously. There is no patient involvement.